Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. The lot number was unknown and the sample was unavailable, therefore; a batch review and a device evaluation will not be conducted.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's service center regarding therapy assistance which occurred on the homechoice (hc) during fill. The home patient (hp) had an empty heater bag and a full supply bag as the hp had forgotten to open the final line clamp. The hp had then removed the heater bag and connected the final bag to the heater line. The fill volume (fv) was equal to 1121ml. The baxter technical services representative ended therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse on (B)(4) 2012. She stated that the patient had not reported this incident to her, and that she would follow up with him regarding proper procedures. Therapy since has been going well, and no adverse effects reported in relation to this event.